Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that gear on the reaming attachment device seized, was blocked and running rough. It was further determined that the device ws dirty and totally blocked (full blood). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gears were blocked, seized and rough running. It was further determined that the attachment was dirty and totally blocked (full blood). Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If additional information should become available; a supplemental medwatch report will be sent accordingly.